Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was defective therapy capacitor. The reported problem was confirmed. The device was operational after replacement of therapy capacitor was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time.

Event description:
It was reported to philips that the device failed the therapy delivery test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.